Event description:
It was reported that, 2 screws broke (catalog# dwd138 and dwd144) and the entire prosthesis (baseplate) was loose. The issue was noticed by x ray. Required a revision procedure.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that, 2 screws broke (catalog# dwd138 and dwd144) and the entire prosthesis (baseplate) was loose. The issue was noticed by x ray. Required a revision procedure.

Manufacturer narrative:
The reported event could be confirmed. The device was not returned but evidences were provided, based on provided image which match the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Since an x-ray was provided, the opinion of the medical expert was requested and stated as follows. This looks like aseptic loosening since only the glenoid component is affected. The implant lost/or did not have full osseointegration (no x-ray time-line available). The screws broke at the junction on where they were still fixed at their tips and where the bone was absent. The stem is well-fixed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.